Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. Testing of actual/suspected device (10/3233): the getinge field service engineer (fse) that encountered the issue replaced the top display. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during repair service by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test and screen check. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional fields: (event site postal code:(B)(6)). The getinge field service engineer (fse) that encountered the issue replaced the top display (0160-00-0127). Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a